Event description:
The device was programmed to aaisafer mode and during a follow-up, the device was found in ddd mode.

Manufacturer narrative:
January 15, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4) device found in a different mode at follow-up. The device remains implanted and the programmer files were not rec'd. Since the files were not retrieved, the most probable hypothesis is that the reported behavior resulted from an implant software anomaly. Note that this was corrected in the last generation of symphony devices. This anomaly has no consequence on pt safety. (B)(4). The files that were initially provided for this device were dated 24 nov 2008. Files for dates involved in this complaint (18 march 2007 and 23 may 2007) were requested for analysis, but could not be retrieved. Therefore, no further analysis could be performed, and no final conclusion could be drawn. The most probable hypothesis is that the reported behavior resulted from an implant software anomaly that was corrected in the last generation of symphony devices - mask t4. The device involved in this complaint has mask t3+.